Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.

Event description:
It was reported the patients lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was repositioned to the correct location resolving the issue.